Event description:
Philips received a complaint on the v60 ventilator indicating that there was a blower stalled alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that with nothing on the patient outlet port and the pressure set to 10 on the pneumatics screen, the battery amps went from 0 to 2.0 and the blower volts went from 0 to 1.4. The blower rpm stayed at 3000, which indicated to the rse that the blower needs to be replaced. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.